Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
It was reported "the patient had a catheter where the eyelets were not polished and cut him during insertion and caused bleeding."

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation summary: a. Man (personnel): all operators and inspectors were properly trained; no abnormalities in training records. B. Machine: machines yjg001/yjg003/yjg004 used for eyelet punching. Equipment maintenance, calibration, and parameter control were normal. Key parameters were password protected; no unauthorized adjustments. Visual inspection system in place: defective eyelets automatically rejected. C. Material: no material-related issues involved for this complaint. D. Method: first-article inspection conducted before mass production: no abnormalities. 100% manual inspection of eyelets required; operators followed the work instructions. Ng (no good) box used at inspection station to prevent defective product mix in. E. Environment: no environmental factors involved. F. Measurement. In-process inspection every 2 hours per procedures; no defects recorded. Outgoing inspection also confirmed eyelets met appearance standards. 3. Findings: 13 retained samples were examined microscopically and by touch: no burrs, sharp edges, or roughness detected. Eyelets met all appearance and quality requirements. No equipment malfunction, process deviation, or personnel error found. No similar complaints for the same batch were previously reported. 4. Conclusion: manufacturing process was fully controlled; no abnormalities found. Current production lines showed no eyelet issues. Customer¿s report of bleeding is accepted as a real occurrence, but: insufficient information prevents deeper investigation. Specific defective catheter could not be evaluated. 5. Root cause: root cause cannot be determined due to lack of evidence from the end user. 6. Corrective / preventive actions: no corrective actions taken (cannot address root cause without evidence). Situation will continue to be monitored pending additional information. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.